Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic laparoscopic repair of ventral hernia. It was reported that after implant, the patient experienced damages including but are not limited to revision/removal. Postop, the patient did well initially, then developed indolent postoperative course with pain and swelling. Significant hematoma of the abdominal wall as well. Increasingly short of breath and in pain. X-ray demonstrated pneumoperitoneum. Patient given ffp, medically optimized and scheduled for surgery.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced emotional distress, pain, swelling, hematoma, short of breath, and recurrence. Post-operative patient treatment included revision surgery, removal of mesh, x-ray, hernia repair with new mesh.

Manufacturer narrative:
Additional information: e1 (initial reporter: facility name, street 1, city, region, postal code), h4, h6 (added patient and imf codes). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.